Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted after having two syncopal episodes while patient reported to be well-hydrated. The patient had dampened wave forms, hypotension, and it was noted there were multiple reports of low flows. The patient was planned to get an echocardiogram and computerized tomography (CT) of the chest. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a slight decrease in power consumption and estimated flow starting (B)(6) 2018. 31 low flow alarms have been recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.